Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since the pocket revision procedure.

Event description:
It was reported that patient continued to have pain at the implant site after the previous pocket site revision procedure (MFR. Report number: 3006630150-2024-01670). The patient underwent a pocket site revision procedure where the implantable pulse generator (ipg) was placed slight deeper and sutured. The patient was doing well post operatively.